Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis confirmed a severely depleted battery, which caused the no-telemetry/no-output condition. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. The scsp was optically inspected after removing all the surrounding components. No copper trace anomalies were noted on the edges of the package. The device battery impedance measured 3.5k ohms. Small, isolated li-plating was observed at the top of the battery case and inside the hsi. Observed li-deposits posed no risk for internal shorting due to their location and size. No li was found on the cathode tab or within the cathode-tab slot. Based on the destructive analysis, no evidence of an internal short was found. The lithium (li) anode was deeply discharged with uniform li utilization throughout the length of the anode. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. A request for information was made and it was learned the patient is deceased. No other information was available or is known at this time.